Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6

Event description:
The device was explanted and replaced.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis creases, wear abrasion and deformation are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a5, a6, b5, d1, d4, d9, g1, g2, h3, h4, h6.

Event description:
Patient reported capsular contracture, baker grade IV. Later, healthcare professional confirmed the events. This record is for the left side. The device was explanted.

Event description:
Patient reported capsular contracture, baker grade IV. This record is for the left side. The device remains implanted. Explant surgery is not yet scheduled, and it is unknown if the explanted device will be returned.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.